Manufacturer narrative:
The ventilator has not been investigated on site since the customer has not requested any service. No goods have been replaced. Evaluation of the received device log shows a matching event between october 24, at 22:09 and october 25, at 02:52 during which several alarms for high o2 concentration were generated. Airway pressure high alarm and peep high alarm were also found. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure and peep high alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limit settings. No service has been performed and no goods have been replaced, therefore, the cause has not been established in this investigation. Problem code: 4114.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).